Event description:
Per summons: after pt, a (B)(6) medicare pt, was transferred to hospital f, pt developed enterococcus bacteremia secondary to his PICC line.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) is not possible as no manufacturing lot number has been provided by the complainant.